Manufacturer narrative:
B2. Date of patient death; corrected information; initial MDR inadvertently included an inaccurate date.

Event description:
Later, the physician stated that they were "just informed that there was some paperwork faxed to the office regarding a patient who died a number of years ago, unrelated to his implant." Based on this response. The death was communicated to not be related to vns. Of note, the physician had not formally competed the manufacturer's follow-up worksheet, however based on response- this provides enough context to justify that the vns was not thought to be the cause of death.

Event description:
It was reported by the surgeon that the patient had passed away. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.